Manufacturer narrative:
The actual date of event is unknown. A follow up report will be submitted once the failure investigation has been completed. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.

Event description:
It was reported that two (2) pca modules would not allow programming. Both pcas gave an advisory screen that the syringes were not recognized. The syringe used was bd plastipak 30 ml. The customer tried on several syringes, but it did not work. There was no patient involvement.